Event description:
The patient had a pacemaker prior to left ventricular assist device (lvad) implant. On (B)(6) 2020, the patient underwent a pump exchange for pump thrombosis. Prior to the pump exchange the patient had been experiencing episodic ventricular tachycardia. At 17:00 on (B)(6) 2020 the patient had been in vt arrest. Following the exchange, the patient was placed on a tandem right ventricular assist device (rvad) with an oxygenator. Po continued to be labile with right ventricular dysfunction which required increasing inotrope support and the patient's chest was unable to be closed. The patient was taken off of rvad support on (B)(6) 2020.

Manufacturer narrative:
The patient's pump exchange which took place on (B)(6) 2020 was previously reported under MFR#: 2916596-2020-01113. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17feb2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported right ventricle dysfunction, ventricular tachycardia, and patient outcome could not be conclusively established through this evaluation. (B)(6) was not explanted for evaluation. It was reported that the patient's outcome was not considered to be device or therapy related. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to ventricular tachycardia (vt). It was reported the outcome was not device or therapy related. The device will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.